Manufacturer narrative:
(B)(4). This report is being filed on an international product, (B)(4) that has a similar product distributed in the us, (B)(4). This is an initial report. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The account stated that the architect (B)(4) reagent has generated (B)(4) results on two patient samples. The account also states that they can use only half of the reagent because they see a shift in the (B)(4) control that drops gradually overtime. The reagent is then replaced with another kit from the same lot and the qc values are on target. This issue has an impact on patient results. On patient #1, the results were; initial result, retest result, vitros method, (suspect reagent), (new reagent), units of measure, unknown, s/co 0.96, s/co 1.13/1.23, 0.42. There was no impact to patient management reported.